Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, at approximately 8 to 9 minutes into ablation, a third fluid loss detected alarm occurred and a subsequent vaginal leak of more than 10cc was observed. Skin sloughing was noted on the vagina and cervix, and was treated with silvadene cream. On (B)(6) 2014, the patient reported some perineal discomfort. The following day, physical examination confirmed the presence of first degree burn on the perineum and second degree burns on the cervix and vagina. Silvadene cream and pain medication were prescribed. A week after, the patient was reported to be recovering well with no further complications

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not used past expiry date. (B)(6). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.